Manufacturer narrative:
(B)(4). D6: a. Implanted: (B)(6) 2004(unknown day). B. Explanted: (B)(6) 2025(unknown day). D10: unknown, tibial component, unknown. Unknown, articular surface, unknown. H6: proposed component code: mechanical (g04) - femur customer has indicated that the product will not be returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent an initial tka. Subsequently, eleven years later the patient had a revision due to unknown reasons. Attempt have been made and all available information has been provided.